Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to svt detection. The device memory indicated an anti-tachycardia pacing therapy. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in pacing impedance and thresholds. Additionally, an alert was triggered for high rv lead threshold. It was further reported that the implantable cardioverter defibrillator (ICD) may have delivered inappropriate anti-tachycardia pacing (atp) and high voltage therapy for supra ventricular tachycardia (svt) that was classified as ventricular tachycardia (vt)/ ventricular fibrillation (vf). The rv lead and ICD remain in use. No further patient complications have been reported as a result of this event.